Manufacturer narrative:
UDI: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the distributor a 10-pk of codman surgical patties was not sealed properly. There were no reports of delay or patient harm.

Manufacturer narrative:
The customer was contacted regarding product returned; however, the product was not returned for evaluation. As such it is not possible to evaluate the product and determine the root cause of this complaint. We will continue to monitor for this or similar complaints for this product code. The most recent complaint and smt presentation has been reviewed and this product family did not exceed the upper control limit for complaints. At this time this complaint is considered to be closed, should the product be returned at a later date this complaint will be re-opened and an investigation will be performed.

Manufacturer narrative:
(B)(4). It was previously reported that the device was not available for evaluation. However, the device has since been returned. We will file a follow up report upon completion of the investigation of this device.

Manufacturer narrative:
Upon completion of the investigation it was noted that the sample received and complaint confirmed. Pattie string was sealed inside film edge. It was determined that the operator must have misplaced the pattie card in the form fill seal machine (ffs). The form fill seal machine takes a clear plastic film and forms a set of four pouches using heat and a die press. Once the 4 pouches have been formed the machine will advance the set allowing the operator to place product directly into the formed pouches. Once the pouches have been filled the product; the machine will advance to the next step of the operation. A film of tyvek is layed on top of the pouches and the pouches are heat sealed in a sealing press. Once heat sealed the pouches are advanced to a die set that will separate the 4 pouches from each other. By the operator not placing the product directly in the pouch, the ffs machine continued the process and heat sealed and cut the misplaced card. A review of the DHR for lot number h80835 was completed with no discrepancies found. No further action is required. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.